Event description:
Siemens was informed on (B)(4) 2013 by the customer that the same segment repeatedly showed to be available for treatment in the rt therapist system after treatment for that segment was already performed. Reportedly, the dmip log from (B)(6) 2013 showed that one segment was delivered five (5) times at 110,40 mu's and another segment was delivered two (2) times at 80,20 mu's. The described problem occurred with one pt. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens' investigation into the reported event is ongoing. A supplemental report will be submitted to the FDA upon completion of the investigation. Customer address: (B)(6).